Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4): the complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Event description:
As reported by the user facility: "not infusing secondary" no patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4): the actual device was returned for evaluation but the reported issue was not present during investigation. Delivery accuracy of 250ml/hr and 25ml (secondary) tested in spec at 5 minutes 58 seconds or 101% of expected accuracy. A follow-up report will be provided should additional information become available.